Event description:
Caller reported a malfunction on the pump, which displayed a specific malfunction code. There was no adverse impact to the caller¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.